Manufacturer narrative:
(B)(4). Evaluation: results: (cva/stroke). Evaluation: conclusion: no conclusion can be drawn.

Event description:
The pt had two endeavor sprint rx drug-eluting stents implanted during the index procedure: one in the proximal lad and the other in the 1st obtuse marginal. Pt was asymptomatic / free of symptoms at 30 day/6 months/1 year/1.5 year & 2 year follow ups. Approximately 2 years and 4 months post index procedure, the pt suffered from a stroke (ischemic) without sequels. Investigator indicated that the event was not related to the study stent. (Ref MFR #: 9612164-2011-00707).